Manufacturer narrative:
Return requested. Replacement device shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the screw on the site's open spine clamp is stripped and it will not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.